Event description:
The customer reported, the system's collimator failed to function. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was repaired. The system was then found to be operating as intended.